Event description:
An administrator reported that following: an intraocular lens (iol) implant procedure, a pt experienced headaches, halos, difficulty driving at night, anisometropia and visual disturbances. The lens was exchanged five and a half months later for another iol. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).